Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg had flipped and was not charging. X-ray confirmed that the ipg had flipped. The patient underwent a revision procedure wherein the ipg was replaced. No malfunction suspected. The patient was reportedly doing well postoperatively.